Event description:
It was reported that the zimmer skin graft mesher wasn't pulling the skin through and the skin was folding over. Additional clinical follow up with the hospital on (B)(6) 2011 indicated that the graft was unable to be removed from the mesh graft device. Another unit was available to complete the procedure. An additional graft needed to be harvested to complete the case.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service records indicate that the device is 2 years old and this is the first repair for this device. The inspection found that the device was received with a bent comb. The device, otherwise, had normal wear and tear. No cutter was returned with the device. The likely cause of the reported complaint was a bent comb. With a bent comb, the graft would likely stick to the comb as the cutter blades do not mesh properly with the comb. This sometimes causes the graft to not pull away from the cutter as it moves through the device, causing a bunching effect, as was reported by the customer. The skin graft mesher IFU states: "the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." The device was serviced and returned to the customer.